Manufacturer narrative:
Pc-(B)(4). Date sent: 6/5/2020 d4: batch #: t95508. Investigation summary the analysis results found that the el5ml device was received with a unknown trocar inserted on the shaft and one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In order to evaluate the performance of the device, the jaw was readjusted and the device was cycled, fed, and formed nine conforming clips. Finally, the device locked out as intended. Possible causes for the condition of the jaw disengagement from the cam may be inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the tip of the jaws were bent, so the clip was not deployed at the fifth firing. The device also could not be removed from the trocar, then it was removed from the patient with trocar. Another device was used to complete the case. The device was used on the blood vessels. There were no adverse consequences to the patient. No further information is available.